Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had warmth and swelling over the generator site. It was noted that the event resulted in an unscheduled clinic/office visit and was possibly related to the device or therapy, not related to the implant procedure, and to the neurostimulator pocket. Interventions taken included placing an abdominal binder. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the warmth and swelling over the generator site was unknown. No further complications were reported/anticipated.